Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the reload did not fire while being applied during cut off lobes of the lungs on a laparoscopic lobectomy. They replaced with new product to complete the case. There was no patient injury.